Manufacturer narrative:
A4: unk, a5: unk, a6: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.5/069 (sphere/cylinder/axis). During the same surgery due to the lens became stuck in the cartridge and was torn/broken during injection/delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens at a later date and the problem was resolved. The cause of the event was unknown.